Event description:
A hospital in (B)(6) reported that a patient desaturated while using an opt844 nasal cannula and staff found that the tubing was split where it joins the cannula. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Result: visual inspection revealed that the tubing was ripped near the patient end of the cannula. We have received three other complaints of this nature for the optiflow adult cannula. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. From the nature of the damage it appears likely that it was caused by the patient or caregiver pulling on the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 device contain the following warning: do not crush or stretch tube.